Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal and distal insulations discolored, damaged and squeezed at 26.5 cm. All five filars of the proximal coil were fractured in the same location and a short circuit was measured between the coils. The damages found were due to clavicular crush.

Event description:
It was reported that the ventricular lead exhibited loss of bipolar capture. A chest x-ray found broken insulation. The lead was explanted and replaced.